Event description:
A malfunction alarm was reported, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided pump reset information and guided them through the reset process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to contact support if the issue arises again.